Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 1 of 2: reference MFR. Report:1627487-2016-01278. It was reported the patient was experiencing intermittent, painful and positional stimulation following a motor vehicle accident (date of event is unknown). An sjm representative was unable to resolve the issues with reprogramming. X-rays revealed no anomalies. Surgical intervention will be taken at a later date to address the issues.